Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: rupture and capsular contracture, baker grade iii. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported unknown side "suspected rupture of at least one breast". Healthcare professional reported left side capsular contracture, baker grade iii. Unknown if device has been explanted.

Event description:
Additionally healthcare professional reports "extended necrosis/siliconomas adjacent to the left lateral-cranial implant pocket". The device has been explanted.

Manufacturer narrative:
The events of siliconoma and necrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19. Additional, changed, and/or corrected data: b.5, d.7, h.6.